Event description:
It was reported that the device needed service. There was no patient involvement associated with the reported event. During the device's evaluation, ventec observed that it would alarm indicating higher peep (positive end expiratory pressure) than set.

Manufacturer narrative:
The device was evaluated by ventec where the reported issue of displaying an alarm indicating "high peep" was confirmed. Ventec replaced the external flow module (efm) to resolve the reported issue. Proper device operation was then confirmed through functional and performance testing. The investigation determined that the root cause of the reported issue was the efm.